Event description:
The svc report shows while performing unrelated service on the device the mallinckrodt customer svc engineer (cse) noticed an intermittent audio alarm. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.